Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2025 while reportedly wearing the lifevest. The patient received a non-lifevest defibrillation. The device was started up at 09:12:07 on (B)(6) 2025. At 03:05:05 on (B)(6) 2025, an arrhythmia was detected. ECG shows vf with CPR/electrode lead fall off. The device properly detected vf. CPR/electrode lead fall off and heart rate not in detection sequence long enough prevented the lifevest from treating the patient. At 03:05:15, the patient received the non-lifevest defibrillation. Rhythm at the time of treatment was obscured due to CPR/electrode lead fall off. Post shock rhythm was obscured due to CPR/electrode lead fall off. The electrode belt was disconnected at 03:09:22 on (B)(6) 2025.

Manufacturer narrative:
The electrode belt and monitor have been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction.